Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had issues in the digital visual interface port (dvi port) causing no image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the customer's allegation was confirmed. Since it is unknown whether the issue was forwarded to the repair department, the cause could not be identified as no further information has been obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as the color of the image from the dvi 3d port was bad was confirmed. The reported event (image not being displayed) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (image not being displayed) could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.